Event description:
This is a report of a colleague infusion pump with a failure code 804:26, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. Patient involvement is unknown. There was no patient injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 804:26 was confirmed during product evaluation. The assignable cause was a software failure. No repairs were performed as the reported condition is not likely to recur. The user interface module software version is 6.63.92. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.